Manufacturer narrative:
Investigation summary: a review of the complaint history, device history record, documentation, drawing, quality control, specifications, and visual inspection of the actual device was completed during this examination. One damaged safe-t-j heparin coated fixed wire guide was returned for evaluation. 1mm of core wire is protruding at 3.8cm from the distal end. The safety wire was caught in the tip and back welds. The mandril no longer caught the tip weld. No non-conformities noted in the back weld. The device measured within specifications at 81.4cm in length and 0.03471 inches in outer diameter. The device history record was reviewed and no non-conformances were identified. A thorough review of complaint history search revealed that this is the only recorded complaint associated with this lot number. There is no information regarding the shipping, handling or storage of product that could have contributed to the device failure. There is no information regarding the handling of the device during opening and removal from the packaging that may have contributed to the device failure. Based upon the information provided and the characteristics displayed, a definitive root cause could not be determined. The root cause of this complaint is inconclusive. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
Postal code: (B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a fray was observed along the wire guide upon opening the device packet. Observation was made while inspecting the device prior to intended use. The device was exchanged for a competitors device. There was no patient contact, accordingly no adverse patient consequences were reported.